Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6 and h10. H6 result code: 3252 fracture problem. 61 intuitive surgical received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade. The blade broke at roughly 0.121¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 30-nov-2020, the following additional information was obtained: the patient involved in this event has not returned due to post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace for failure analysis investigation; however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log for the harmonic ace (480275-08/m90200303 0035) was performed. The instrument was used on (B)(6) 2020 on system (B)(4). This is a single-use instrument. No video clip for the reported event was submitted for review. The customer provided an image of the harmonic insert, and upon review, the titanium-curved blade of the harmonic ace insert was found to be still intact. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no patient harm reported, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the "ultrasonic needle", or blade, of the harmonic ace broke off inside the patient. The procedure was completed with no reported patient harm, adverse outcome, or injury. Due to the alleged issue, the procedure was delayed by 10 minutes. The site is unable to release patient information related to this incident. Intuitive surgical followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. The instrument was used for one hour and 15 minutes prior to the breakage. All fragment(s) were retrieved with other unspecified instruments during the same procedure. No surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon was using the instrument to dissect tissue and did not have issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument prior to the breakage. There was no report of collision with any other instruments or other hard material. No information was provided regarding if the patient returned to the hospital due to post-surgical complications related to retaining a foreign object. No information was provided pertaining to patient demographics or tests/laboratory data specific to the incident. There is no video recording of the procedure.